Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6945-65 lead implanted: 1999-(B)(6). (B)(4)

Event description:
It was reported that right atrial (ra) lead impedance was trending higher and measured high impedance. The lead will be revised. No patient complications have been reported as a result of this event.